Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced a power on reset (por). Parameters were unchanged. Histogram data and stimulation percentages were erased. The battery voltage was not available. The device remains in use. It was also reported that the right atrial (ra) lead seemed to have moved. There was no pacing. Testing will be done at the next follow-up check. The lead remains in use. No patient complications have been reported as a result of this event.